Event description:
It was reported that the patient presented to hospital with redness, discharge, infection and erosion at device pocket. The wound has not healed properly. The infection was not associated with any abbott product and/or procedure. The high voltage device was explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: the b5 and h6 sections have been updated, and the erosion code has been removed.

Event description:
It was reported that the patient presented to hospital with redness, discharge and infection at device pocket. The wound has not healed properly. The infection was not associated with any abbott product and/or procedure. The high voltage device was explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.